Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm while connected to the mobile power unit (mpu) was confirmed via analysis of the submitted log file. The submitted log file contained approximately 2 days of data ((B)(6) 2022 per the timestamp). The log file captured low voltage hazard and no external power alarms on (B)(6) 2022 from 07:26:31 to 07:26:34 and from 07:26:36 to 07:26:41 due to losses of external power. The alarms resolved once external power to the mpu was restored. The system controller backup battery supported the system during the losses of external power without any issues. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The mpu was not returned for analysis. Multiple attempts were made to obtain additional information (including the serial number of the mobile power unit (mpu), if the mpu has a v-lock connector on the ac power cord, if the ac power cord became loose at the wall outlet or from the back of the unit, and if there were any environmental circumstances that would have affected ac power at the time of the event); however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. The serial number of the mobile power unit (mpu) was not reported with the event. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power and low voltage hazard alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Review of the submitted log file revealed no external power alarms on (B)(6) 2022 from 07:26:31 to 07:26:34 and from 07:26:36 to 07:26:39 due to losses of external power while connected to the mobile power unit (mpu). The system controller backup battery supported the system during the losses of power without any issues. No other no external power alarms were observed throughout the log file.